Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the returned sample was examined, and it was determined that the outer powder bag had not been sealed during production. The sample has been through powder packing, sterilisation and final pack without being discovered. Returned and retained samples were submitted for a bioburden testing comparison by the microbiology team to discern any differences following sterilisation (see attachment (B)(4) micro bioburden results.pdf). These results show that the sterilisation process was not affected by the open seal. The dfmea, dva-(B)(4) has been reviewed and this issue has been included as a possible failure mode leading to measures implemented to prevent occurrence. Line 92 (occurrence 1, risk 3, bar) states ¿transit study verification has been completed to ensure the packaging system is suitable for use and remains integral. Reference: eng-(B)(4). Ista 3a transit study on new cement carton. "2d automation project": the dimensions of the packaging will be changed. Method of sealing will be different: using ultrasonic sealing, rather than heat sealing. In addition, the (B)(4) pack is to be changed to two 40g packs, in one box. Therefore, need to conduct transit study, including dye penetration and seal strength. Sterility studies may need to be assessed.¿ a brief of this complaint was given to the operators (B)(4). Operator awareness.pdf) and no further action will be taken. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the returned sample was examined, and it was determined that the outer powder bag had not been sealed during production. The sample has been through powder packing, sterilisation and final pack without being discovered. Returned and retained samples were submitted for a bioburden testing comparison by the microbiology team to discern any differences following sterilisation ((B)(4)). These results show that the sterilisation process was not affected by the open seal. The dfmea, dva-107020-fde rev 5 has been reviewed and this issue has been included as a possible failure mode leading to measures implemented to prevent occurrence. Line 92 (occurrence 1, risk 3, bar) states ¿transit study verification has been completed to ensure the packaging system is suitable for use and remains integral. Reference: eng-r071 ista 3a transit study on new cement carton. "2d automation project": the dimensions of the packaging will be changed. Method of sealing will be different: using ultrasonic sealing, rather than heat sealing. In addition, the 80g pack is to be changed to two 40g packs, in one box. Therefore, need to conduct transit study, including dye penetration and seal strength. Sterility studies may need to be assessed.¿ a brief of this complaint was given to the operators ((B)(4)) and no further action will be taken. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Device history lot: 2 unrelated non conformances on this batch. Micro and sterility tests passed.

Event description:
The product sterile package film was found split when just open the product box. However the product box has no damage. Enclosed please find the photo.